Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: the set had a leak at the connection to the diet bag.

Manufacturer narrative:
Investigation summary: the device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Since the sample was not provided for evaluation, the reported issue could not be confirmed and the root cause and corrective actions could not be identified. This complaint will be closed with no further action at this time. If a sample is received at a later date, the complaint will be reopened and updated accordingly. This complaint will be used for tracking and trending purposes.